Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l insertion instrument. After use, it was noted that the inserter was missing the release button for the inner shaft of the 8.5mm insertion device. The malfunction occurred during a lumber arthroplasty. Final x-rays showed no foreign bodies in the patient. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: no product at hand therefore a investigation is not possible. Batch history records: a review of the device quality and manufacturing history records was not possible because the lot number is unknown up to now. When we receive the instrument, we will check the device history records. Conclusion and rationale: because there is no product available for analysis up to now, a definitive root cause cannot be determined. After receipt of the sample we will send a follow up report including the investigation results, if applicable. A CAPA is not necessary.